Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a pump error and was also experiencing issues with her button on insulin pump sticking. The customer¿s blood glucose was unknown. The customer stated that the center button was not always recognizing that they pushing it and it might take a few times or really hard push. The customer also seems that when they going through bolus process when they push button to ok that there was a longer delay before coming back with response. The customer then stated that everything was already good and insulin pump was working properly. The insulin pump will not be returned for analysis.